Manufacturer narrative:
(B)(4). The insulin pump passed the active current measurement, self test and displacement test however, the insulin pump was received with high sleep current. Successfully downloaded the trace and history files using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. A review of the history files reveals starting on (B)(6) 2021 until (B)(6) 2021 there are excessive low battery alarms less than five (5) days apart. The insulin pump was cut open for a visual inspection. No damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), the motor, and force sensor. Swapped a test pcba 1 and then a test pcba 2, powered up the insulin pump, measured the operating and sleep currents. Each time the high sleep current persist, fault isolated to the electronic assembly (pcba 1 and pcba 2). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Battery charge last less that expected (short battery life) is confirmed, fault isolated to the electronic assembly (pcba 1 and pcba 2). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a battery change alarm. No harm requiring medical intervention was reported. The customer discontinued to use the device.